Event description:
The user facility that when they pulled the angio-seal out of the packaging the sheath was kinked and had a "buckle" in it, so they did not try to use it. They discarded the device and opened a new one. They were able to use the new one and complete the procedure. The estimated blood loss was less than 250cc. Procedure for the patient was a watchman leak. There was no patient injury and/or medical or surgical intervention required.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: interventional cardiologist. The actual device is not available for return; therefore, an evaluation of the device could not be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).